Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that subject flow diverter stent implantation procedure was performed in a patient with left internal carotid artery c3 aneurysm on (B)(6) 2022. Internal carotid artery proximal to the aneurysm was severely tortuous and it shifted during subject flow diverter stent implantation, making the final deployment difficult. Intraoperatively, dissection of the parent artery was observed. After deployment of the subject flow diverter stent, dsa showed that the internal carotid artery of proximal portion of the aneurysm was torn, confirming direct carotid cavernous fistula (ccf). First, transarterial balloon occlusion was performed to block the a-v shunt of the ccf, then performed transarterial coil placement in the fistula area and stent placement in what was thought to be the shunt area (connected and placed proximally to the subject flow diverter stent). Second, transvenous embolization (tve) was attempted via transvenous catheter approach but was not performed because of high shunt volume and the area were too large. Finally, since the a-v shunt of the ccf did not improve, parent artery occlusion was performed with coil + nbca. Subsequent CT showed sub arachnoid hemorrhage (sah). There was a surgical delay of unknown duration and prolonged hospitalization due to this. Immediately after the surgery, pupils were dilated, and the patient was unable to maintain her circulatory dynamics, and her death was confirmed on (B)(6) 2022.

Event description:
It was reported that subject flow diverter stent implantation procedure was performed in a patient with left internal carotid artery c3 aneurysm on (B)(6) 2022. Internal carotid artery proximal to the aneurysm was severely tortuous and it shifted during subject flow diverter stent implantation, making the final deployment difficult. Intraoperatively, dissection of the parent artery was observed. After deployment of the subject flow diverter stent, dsa showed that the internal carotid artery of proximal portion of the aneurysm was torn, confirming direct carotid cavernous fistula (ccf). First, transarterial balloon occlusion was performed to block the a-v shunt of the ccf, then performed transarterial coil placement in the fistula area and stent placement in what was thought to be the shunt area (connected and placed proximally to the subject flow diverter stent). Second, transvenous embolization (tve) was attempted via transvenous catheter approach but was not performed because of high shunt volume and the area were too large. Finally, since the a-v shunt of the ccf did not improve, parent artery occlusion was performed with coil + nbca. Subsequent CT showed sub arachnoid hemorrhage (sah). There was a surgical delay of unknown duration and prolonged hospitalization due to this. Immediately after the surgery, pupils were dilated, and the patient was unable to maintain her circulatory dynamics, and her death was confirmed on (B)(6) 2022.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 lot - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed and it cannot be confirmed if that the device met specification, as the device was not returned. As per the event description, the internal carotid artery of proximal portion of the aneurysm was severely tortuous, and the internal carotid artery was shifted during the stent deployment, making the final deployment difficult. After deployment, dsa showed that the internal carotid artery of proximal portion of the aneurysm was torn, confirming direct carotid cavernous fistula (ccf). Subsequent CT showed sub arachnoid hemorrhage (sah). The device functioned as intended and no issue was reported with the device. Additional information states "dissection, aneurysm tear. Ccf was observed immediately after the placement of the subject stent. First, transarterial balloon occlusion was performed to block the a-v shunt of the ccf, then performed transarterial coil placement in the fistula area and pipeline ped placement in what was thought to be the shunt area (connected and placed proximally to the streamline). Second, transveous embolization (tve) was attempted via transvenous catheter approach but was not performed because high shunt volume and the area were too large. Finally, since the a-v shunt of the ccf did not improve, parent artery occlusion was performed with coil + nbca. Subsequent CT showed sah. Immediately after the surgery, pupils were dilated, and the patient was unable to maintain her circulatory dynamics, and her death was confirmed". It is probable that the severely tortuous nature of the patients anatomy caused the reported device difficulty engaging target vessel and the subsequent patient complications leading to patient death. An assignable cause of procedural factors will be assigned to the reported device difficulty engaging target vessel, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the following as reported patient vessel dissection, patient aneurysm rupture, patient intracranial hemorrhage, av fistula, patent complications and patient death.